Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2019 with the following findings: a review of the basal change history confirmed the 6:00pm basal segment was set for 0.45units. The basal segment was changed to 2.0units prior to returning the pump. The pump passed all delivery accuracy testing. No defects were found to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 1250mg/dl, with strong, fruity breath odor, rapid, deep breathing, abdominal pain, shortness of breath, chest pain, vomiting, and unspecified ketones, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump and was treated with intravenous fluids in the hospital by their healthcare provider. During troubleshooting with customer technical support, it was revealed the basal history of 0.45 units per hour did not match the active basal program of 2 units per hour. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.